Manufacturer narrative:
Serial number unknown. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the that the connector of the power cord that plugs into the wall overheated and melted. The customer reported that the unit was in use on patient , but there was no patient harm reported.

Manufacturer narrative:
The biomedical engineer replaced the power cord to address the reported problem. Per biomed there's no patient harm and patient information was not provided.